Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was double admitted, and medications were not crossing to pyxis medstation. A technical support specialist advised the customer that if the host send a merge message to merge one medical record number with other one, the medstation es system treat it as a new admit. This will result in two admitted patients with the same visit number but different medical records and had to discharge both admission and create the new admission to different visit ID and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was double admitted, and medications was not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.